Event description:
It was reported via review of the fluoroscopy, externalized conductor was observed at 13-16cm from the tip around the tricuspid valve. No electrical issues noted. Follow-ups will continue at normal intervals.

Event description:
The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion breaching the svc lumen was noted at 28.9cm to 29.9cm from the distal tip. The etfe coating on one of the svc conductors was abraded. Another internal abrasion breaching the rv lumen was noted at 9.8cm to 11.7cm from the distal tip. The etfe coating on the rv conductors was intact.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.